Manufacturer narrative:
(B)(4).

Event description:
It was reported a spline break occurred. During a procedure to treat atrial flutter, noise was observed while mapping with an intellamap orion¿ mapping catheter. The noise was observed at the beginning of the procedure and did not resolve. No error codes were displayed. The physician removed the catheter and found one of the splines was broken. A non-boston scientific sheath had been used, and the catheter had been undeployed and articulated ¿normally¿ during retraction into the sheath. It was noted the patient did not have any unusual cardiac anatomy and the catheter had not become entangled with any other catheters during the procedure. It was unknown if there had been any resistance advancing, withdrawing, or while deploying and undeploying the catheter basket. The procedure was completed using a different intellamap orion catheter. There were no patient complications and the patient was in stable condition.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: visual analysis of the returned device found spline 3 detached at the proximal side of the array. There was evidence of mechanical damage on the inside of the splines. There is potential of entanglement with another device that could lead to separation at the proximal side of the array. Case file review did not reveal any signs of entanglement; however, it was observed that the catheter had been quickly withdrawn. The device failed electrical testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use indicate: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated" and "precautions: to prevent entanglement, use care when using the catheter in the proximity of other catheters. Remove the catheter in case of any observed malfunction." (B)(4).

Event description:
It was reported a spline break occurred. During a procedure to treat atrial flutter, noise was observed while mapping with an intellamap orion¿ mapping catheter. The noise was observed at the beginning of the procedure and did not resolve. No error codes were displayed. The physician removed the catheter and found one of the splines was broken. A non-boston scientific sheath had been used, and the catheter had been undeployed and articulated ¿normally¿ during retraction into the sheath. It was noted the patient did not have any unusual cardiac anatomy and the catheter had not become entangled with any other catheters during the procedure. It was unknown if there had been any resistance advancing, withdrawing, or while deploying and undeploying the catheter basket. The procedure was completed using a different intellamap orion catheter. There were no patient complications and the patient was in stable condition.